Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the imagery revealed the esheath+ distal tip was torn radially along the distal edge of the liner with no missing pieces. The liner appears expanded as designed. Scracthes were observed on the sheath shaft near the tip. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and it did not provide any indication that a manufacturing non-conformance would have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for esheath+ distal tip torn was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the event description, "upon withdrawal of the device, since the angle between sheath and commander delivery system was not coaxial, the operator did carefully. However, the sheath distal tip was cracked and torn toward the inside of the sheath". Per evaluation of the provided imagery, the esheath+ distal tip was observed to be torn radially along the distal edge of the liner with scratches noted on the sheath shaft near the distal tip. The failure mode is characteristic of sheath tip tear events as described in a previously performed product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, as scratches were noted near the sheath distal tip, this is indicative of calcification. Calcification can create a constrained effect on the distal tip, which may create sub-optimal conditions for sheath distal tip opening. Calcification can also subject the sheath to sub-optimal angles leading to non-coaxial delivery system advancement. This can lead the valve to catch onto the tip during advancement and tear it in the process. In this case, the failure mode may be related to improper expansion of the sheath tip during transcatheter heart valve (thv) advancement and patient factors (calcification) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, post successful valve deployment and upon withdrawal of the 14fr esheath+, the esheath+ distal tip was observed to be torn. It was noted during withdrawal of the system that the angle between the esheath+ and commander delivery system was not coaxial, therefore, the system was being withdrawn carefully. A digital subtraction angiography (dsa) was performed which revealed no dissection. There was no adverse event and the procedure was completed.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.